Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the blade broke during surgery. The surgeon retrieved the broken piece with graspers. No injury or other complications were reported.